Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture. The health care professional indicated a lead revision would take place. There were no additional adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information was received that this lead was surgically abandoned during a scheduled device replacement procedure. There were no additional adverse patient effects reported.